Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed hives under her bra line and underneath her breasts. The patient's dermatologist prescribed cortaid for the irritation. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.